Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, during use of the device the surgeon reported that occurred fistula on one side of the stapling; it was realized three days after surgery, on the portion of colorectal anastomosis that had been performed using the device. A reoperation was needed; the surgeon performed a laparotomy and placed a colostomy bag. One device was discarded.